Event description:
The customer reported that their device would no longer power on with ac or dc power. This was observed during testing and there was no patient use associated.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they do not plan on repairing the device at this time. The device will not be returned to physio-control for evaluation. The cause of the reported failure could not be determined.